Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met 99% of expected longevity. Without the history of the programmed settings throughoutits service life, there is no way to determine why the longevity did not match the predicted model.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product performance information was received, analyzed, and battery depletion was indicated. The time of recommended replacement time (rrt) in save to disk occurred on (B)(6) 2013 as device rrt is <(> <<)>=2.6251 volts. Concomitant product: 5076 implantable pacing lead, (B)(6) 2007; 6949 implantable tachy lead, (B)(6) 2007. (B)(4).

Event description:
It was reported that the device reached elective replacement indicator early. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device reached elective replacement indicator early. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.